Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was healing well. The ins was moved to the opposite side in her body. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was implanted on (B)(6) 2019, however, it was reported that their battery healed in the patient¿s body incorrectly. Therefore, the doctor was going to move the battery to the opposite side of where the battery was now. There were no contributing factors that led to the issue. No diagnostics/troubleshooting was performed. Surgery had not occurred but was planned for (B)(6) 2020. No further complications were reported/anticipated.